Event description:
The pt reported experiencing pain at his scs ipg pocket site when he charges his scs system. It was also reported the pt is uncertain if the pain derives from pocket heating. A replacement charging system (low energy) has been sent to the pt.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.